Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer received a low battery alert prior to the replace battery now alarm. Timing was less than 10 hours from the low battery alert to the replace battery now alarm. The customer stated my blood glucose have been high as high 300 mg/dl and low at 60 mg/dl since the issue started. The customer also, reported power error detected. Trouble shooting was stopped due to the customer having an alarm. The customer was advised to disconnect from the insulin pump. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.